Manufacturer narrative:
The event of replace generator/end of service was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. In turn, the patient lost stimulation. In turn, surgical intervention may be pending to address the issue.